Manufacturer narrative:
A ge service rep performed an on site investigation. The power connector was repaired. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system intermittently would not boot up. There is no report of injury or death associated with this complaint. This resulted in a loss of imaging functionality.